Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on 05/31/2016 to report a loss of connection that occurred on (B)(6) 2016. No injury or medical intervention was reported. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. A pairing test was performed and the test passed. A shared log review was performed and there was no share data available. The reported event of loss of connection was confirmed. The root cause was a defective transmitter.